Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a perforation during a percutaneous coronary intervention (pci) procedure. A 2.8 x 19 mm graftmaster stent was advanced to the mildly tortuous, chronic totally occluded (cto) left anterior descending (lad) artery, but met anatomical resistance and could not cross the perforation. After several attempts it was found that the graftmaster shaft was bent; the device was removed without reported issue. The vessel was treated using balloon angioplasty. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). A visual, functional and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.